Event description:
It was reported that the plaintiff was implanted with "pelvic mesh products, implanted in plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that "as a result, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and other damages.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.